Event description:
The facility's biomed reported an infusion pump with a failure code 803:20 which had happened during biomed testing. In addition to the failure code a cracked rear housing was also reported. The biomed stated that no patient injury was involved. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use and medical intervention, but no additional information was available. Additional contact information was requested but no additional contact was identified.